Event description:
It was reported the unit was burned. Visual examination and electrical testing of the unit revealed no spark, short or other defect, although the fabric foundation was badly discolored from excessive levels of heat, and several internal components were damaged by misuse. We were unable to detect any defect in the performance of the unit, but it was so badly damaged that it was unfit for continued use.